Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly explanted due to infection. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.

Manufacturer narrative:
The company was informed that the recipient is currently on IV antibiotics (type unknown). The recipient's infection has not resolved.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.